Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) previously had a magnet placed due to an unknown reason and experienced an inappropriate shock during the magnet placement. Technical services (ts) was consulted and stated that magnet placement would be the same as turning off the device. Ts recommended a magnet placement or permanent reprogramming. This device remains in service. No additional adverse patient effects were reported.